Event description:
The following was reported to hamilton medical ag: summary: release valve failure alarm is coming. Tightness test and flow sensor calibration failed.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective ambient valve. Correction: replace the ambient valve. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 were updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: summary: release valve failure alarm is coming. Tightness test and flow sensor calibration failed.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective ambient valve. Correction: replace the ambient valve.